Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the product was not returned to abbott vascular for analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a coagulation of blood and/or contrast on the guide wire resulted in the reported physical property issue; thus, resulting in the reported difficulty to position and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, mildly tortuous, mildly calcified, de novo lesion in the mid left anterior descending coronary artery. The ht pilot 50 guide wire was advanced to the lesion. An unspecified balloon dilatation catheter (bdc) was then advanced and performed pre-dilatation without reported issue; however, resistance was met between the bdc and guide wire during bdc removal, and both devices were removed as a single unit. An unspecified stent delivery system (sds) was then advanced but could not cross due to resistance with the guide wire. Resistance was noted between the guide wire and sds during removal, and the guide wire coating was found to have a sticky feeling. A new unspecified guide wire was advanced, and angioplasty was performed to complete the procedure. There were no reported adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.